Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4f 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size of the same device. No patient complications were reported.